Event description:
I installed my first medtronic extended wear (7 day) infusion set on 720 a.m. On (B)(6) 2026. It came off 12:22pm on (B)(6) 2026. No infusion set, no insulin, blood sugar rose to 598 and above.